Event description:
It was reported that 2 weeks prior to report the patient met with the manufacturing representative and the manufacturing representative had a hard time find her implantable neurostimulator (ins). The patient had lost 40 pounds since 2010 and her ins moved. The patient had not noticed that the ins moved until she met with the manufacturing representative. The manufacturing representative had to move things around and the ins dropped. The patient had to put antenna over a different part of her rear end, but it still worked. The patient did not plan on getting the pocket revised as long as it still worked.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot# v002328, implanted: (B)(6) 2006, product type: lead. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37083-60, serial# (B)(4), implanted: (B)(6) 2010, product type: extension. Product ID: 37752, serial# (B)(4), product type: recharger. Product ID: 37743, serial# (B)(4), product type: programmer, patient. (B)(4).